Manufacturer narrative:
The evaluation and repair of the device has been completed. The service engineer (se) verified the event and replaced the inspiratory module printed circuit board (pcb). The unit passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation: the inspiratory printed circuit board (pcb) was returned for failure investigation. The pcb was visually inspected and functionally tested. Conclusion: there was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator generated an error code which rendered the ventilator into inoperable and safety valve open conditions. The ventilator was not in use on a patient at the time of the reported condition.